Event description:
It was reported that a spectrum pump had no audio output during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. It was found to be caused by a failing processor printed circuit board (pcb). The processor pcb and rear case were replaced.